Event description:
It was reported that during a surgical procedure the blade broke at the mount. It was also reported that there was no adverse consequences and there was no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this MDR was returned to the manufacturer for evaluation. It was visually confirmed that one tab was broken from the mount of the blade. The returned part was measured where possible and all critical specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is multi factorial.